Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 15 events were reported for this quarter. Product return status: 1 device was not available to stryker for evaluation. 14 devices were received for evaluation. Evaluation status: 1 event was not confirmed during testing; the device was found to be within specifications. 13 events were confirmed during testing. 8 devices were found to be affected by corrosion. 5 devices were found to be affected by compromised lubrication. Product disposition: this device is not repairable and was not returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 15 malfunction events in which the device reportedly overheated. Fourteen events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.